Event description:
It was reported that the patient experienced sepsis and device endocarditis. The device and lead were explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis performed revealed that no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.